Event description:
On (B)(6) 2011 customer reported that the dxc 600i instrument generated a lot of >400 elevated and suppressed triglyceride results with "initial rate high" errors after a new reagent (B)(4) was loaded and controls checked and passed. Customer stated a new cartridge was loaded and controls checked, but they failed out high. Calibration was tried multiple times but failed with back-back and initial rate high results. Samples were rerun on the other dxc instrument using a different reagent lot and 19 results had to be corrected. Customer stated that no patient treatment was affected by erroneous results. Field service engineer (fse) examined the instrument on (B)(6) 2011 and replaced the reagent probe and hamilton valve, but the issue was not resolved. The sample probe was then replaced and this did resolve the issue. The root cause is not known but it appears to be a hardware issue.